Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer declined troubleshotting with the tandem technical support and stated they will call back when cartridge replacement is due. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.